Event description:
Drive devilbiss healthcare is the initial importer of the device which is a walker. Awe have not received the unit back for evaluation. We are filing this report in an overabundance of caution. The user was sitting on the walker when the wheel disconnected. He fell. He reportedly had surgery to address the injury sustained in the fall.